Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, a possible upper gastrointestinal hemorrhage occurred. The index procedure treated three vessels. A 3.0x32mm taxus express2 was implanted in the mid right coronary artery (rca), a 2.75x28mm taxus express2 was implanted in the distal rca and a 2.5x16mm taxus express2 was implanted in the right atrioventricular branch. The patient was discharged the next day. In 2009, bayaspirin was stopped due to a suspicion of an upper gastrointestinal hemorrhage. No further information was provided.